Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display noted. The lcd board was fine, backlight worked properly. The insulin pump passed self-test. Not missing segments/partial display anomaly noted. No unexpected failed battery or low battery anomaly noted during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump has a blank display before and after a battery change with fresh, new batteries. The customer's blood glucose reading was 78 mg/dl at the time of incident. Troubleshooting found that the pump was cracked on the rim of the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.